Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger. (B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and multiple back operations via a manufacturer¿s representative. It was reported that the implantable neurostimulator (ins) hadn¿t been charged for a year and wasn¿t charged at the time of this report. The patient had not felt stimulation for about a year. The implantable neurostimulator recharger (insr) wasn¿t charging. The connector pin had broken.